Event description:
It was reported the intraocular lens (iol) haptic was bent/broken during insertion in the left eye. The lens was fully inserted and removed during the same procedure. The incision was enlarged. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.